Event description:
It was reported that an alarm was not heard but confirmed by telemetry. Telemetry confirmed a critical alarm had occurred. The alarm was due to zero ml reservoir volume reached. The low reservoir alarm occurred on (B)(6) 2012. The plan was to fill today, (B)(6) 2012, with same concentration; they were to determine the appropriate dosing since the pump had been empty since (B)(6) 2012. Regarding patient symptoms; hcp reported that the patient was non-communicative and that their providers said they were "ok". The pump was delivering baclofen. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model #8703w, serial# (B)(4), implanted: (B)(6)-1998, explanted: unk. (B)(4).